Event description:
Pt implanted with 3.5mm lcp posterolateral distal humerus plate, nail and screw construct approx 2 years ago for an orif distal humerus fracture. Pt returned to operating room on (B)(6) 2012, for removal of hardware due to non-union. A biological reaction was noted and no healing. Surgeon removed all hardware and pt was revised to a total elbow replacement. Explanted hardware will be returned to the pt. This is the 1st of 7 reports submitted on this event.

Manufacturer narrative:
Implant date was 2 years ago. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Manufacturer narrative:
(B)(4): the lot number c081406 is unknown at (B)(4). The lot number found for this article is 3081406. The manufacturing documents of this lot were reviewed and no complaint related issues were found.corrected lot number: 3081406.(B)(4): placeholder.